Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported mitral valve insufficiency/regurgitation associated with recurrent mr and dyspnea was unable to be determined. The reported patient effect of recurrent mr and dyspnea, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported hospitalization or prolonged hospitalization and unexpected medical intervention was the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported on an (B)(6) 2025 that a mitraclip procedure was performed to treat grade 4 functional mitral regurgitation (mr). Two mitraclips were implanted. The mr was reduced to grade 2 post procedure. On an unknown day, recurrent mr of grade 3 was reported. The patient was symptomatic with dyspnea. On (B)(6) 2026, an echocardiogram was performed and revealed recurrent mr with a grade of 3. A second mitraclip procedure was then performed, and one clip was implanted, reducing mr to a grade of 2.